Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of 10 years and one (1) month due to severe calcific degeneration of leaflets leading to severe aortic stenosis. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. Per the medical records, the patient had dense adhesions around the ascending aortic graft and aortic root graft. The pre-existing valve was found with stiff leaflets that appeared to be calcified. The valve was removed. The surgeon sized the annulus and selected a 23mm edwards aortic valve for replacement. Pledgeted sutures were placed, passed through the ring of new valve, and lowered into place. The valve appeared to seat properly. Post-operatively, the patient was taken to the surgical ICU in stable condition. The patient's immediate post-operative period was complicated by asystole underlying his pacing and he received a permanent pacemaker on pod #5. The patient was deemed appropriate for discharge home on pod #7.

Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, commissures 1 and 3 bent, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect, and formed a ring on the surface of the leaflets. Host tissue on the stent circumference was heavy at the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm tear near commissure 1, and a 3mm tear near commissure 2. Leaflet 2 had a 1mm tear near commissure 3. Leaflet 3 had a 5mm tear near commissure 1; serrated markings were observed at the tear region. Calcification was also observed near all the tears. The sewing ring was cut around the valve circumference. The wireform was exposed on commissure 3 and near leaflet 3 at the outflow aspect.